Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer's husband complains of "hi" results. Customer states that wife feels physically fine, no medical attention needed. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 09/26/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2016. Reviewed meter memory hi, (B)(6) 2016 08:40:00 am fasting: yes. 248mg/dl, (B)(6) 2016 fasting: yes. 256mg/dl, (B)(6) 2016 fasting yes. 159mg/dl, n/a fasting: yes. 201mg/dl, n/a fasting: yes. Memory concerns: hi. Customer's husband who is also her pharmacist called complaining that the meter read hi but using another true result device they were able to obtain a result of 288mg/dl. The customers were very frustrated and impatient refusing to complete the troubleshooting process. Customer would not provide the time and date for all the memory results collected. Customer would not provide the information for the true result meter used for comparison.